Event description:
It was reported that the patient presented to the ER after receiving a shock. Device interrogation did not pick up noise on the episode, and the patient was admitted to the hospital. The next day, the patient received inappropriate shocks and it was felt the noise could be due to the lead or the device header. The lead and the device were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data collected from the ICD device indicates impedance trends are steady. The lifetime ventricular sensing integrity counter is 329 and all counts occurred in 2009. A high value of this count can indicate a possible intermittency in the system. The device was returned and analyzed; no anomalies were found.